Event description:
Status post bilateral subglandular inframammary gels (unk type/size/MFR-no records) for augmentation. Pt denies any problems, local or systemic. Pt has not noticed decreased size/change in shape/texture or history of trauma. Pt has no local pain. Pt denies systemic symptoms - pt is otherwise healthy.